Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 16 cm and 17 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a patient with a breast tumour was catheterised on (B)(6) 2024 and during regular routine maintenance on (B)(6) , oozing from the puncture point occurred and the client was concerned that the catheter would have problems with subsequent use and was withdrawn. The clinical instructor examined the catheter and found that the catheter was broken at the 16.5 cm scale. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a patient with a breast tumour was catheterised on (B)(6) 2024 and during regular routine maintenance on 9 september, oozing from the puncture point occurred and the client was concerned that the catheter would have problems with subsequent use and was withdrawn. The clinical instructor examined the catheter and found that the catheter was broken at the 16.5 cm scale. No other information was provided.